Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (right micro-insert found on omentum)"), device dislocation ("migration of essure device"), device expulsion ("expulsion of essure device"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 727106,869760) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004,(B)(6) 2007 and (B)(6) 2009), gestational diabetes, cholecystectomy, cesarean section, prematurity, prematurity and c-section. Previously administered products included for contraception: yasmin from 2009 to (B)(6) 2010; for an unreported indication: cefazolin and general anesthesia. Past adverse reactions to the above products included urticaria with cefazolin. Concurrent conditions included obesity and endometrial polyp. Family history included hypertension (hypertension to father). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as omeprazole from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), hyperhidrosis ("hormonal changes: sweating"), female sexual dysfunction ("apareunia"), vision blurred ("blurry vision"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2013, 1 year 9 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and hypoaesthesia ("hand numbness/numbness in feet"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hot flush ("hot flashes"), dyspareunia ("dyspareunia"), urinary incontinence ("urinary incontinence"), menometrorrhagia ("menometrorrhagia") and back pain ("lower back pain"). The patient was treated with surgery (underwent salpingectomy and hysterectomy, surgery (removal of insert from omentum) and surgery (underwent novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device expulsion, menorrhagia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, nausea, hot flush, hyperhidrosis, female sexual dysfunction, vision blurred, fatigue, weight increased, alopecia and back pain outcome was unknown and the genital haemorrhage, migraine, headache, hypoaesthesia, dysmenorrhoea, dyspareunia, urinary incontinence and menometrorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, menometrorrhagia, menorrhagia, migraine, nausea, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not allerge that essure caused birth defects. Essure was inserted on (B)(6) 2012 and on (B)(6) 2012 a fresh new device was then deployed successfully into the left tube and 3 coils visualized. She had complications or problems that occurred at the time of essure placement procedure, on (B)(6) 2012, attempt to implant the left micro-insert was aborted due to questionable disposition of the right micro-insert after implant. Essure was removed on (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion/confirmation test pregnancy test - on an unknown date: negative findings: exam under anesthesia showed uterus to be normal in size with no adnexal masses. At laparoscopy normal uterus, fallopian tubes and ovaries. Essure could be seen and palpated in left fallopian tube. Essure could not be seen in right fallopian tube. Essure device not apparent anywhere else in pelvis. Normal endometrial cavity seen at time of hysteroscopy. No endometrial polyp seen recent hemoglobin was within normal limits. She had recent pelvic ultrasound that was within normal limits. Recent emb done for menorrhagia showed a portion of an endometrial polyp. She is being admitted for laparoscopic bilateral salpingectomy, she had recent pelvic ultrasound that was within normal limits. Recent emb done for menorrhagia showed a portion of an endometrial polyp. She is being admitted for laparoscopic bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), uterine perforation ("perforation (right micro-insert found on omentum)"), device expulsion ("expulsion of essure device"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 727106,869760) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004,(B)(6) 2007 and (B)(6) 2009), gestational diabetes, cholecystectomy, cesarean section, prematurity, prematurity and c-section. Previously administered products included for contraception: yasmin from 2009 to 2010; for an unreported indication: cefazolin and general anesthesia. Past adverse reactions to the above products included urticaria with cefazolin. Concurrent conditions included obesity and endometrial polyp. Family history included hypertension (hypertension to father). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as omeprazole from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 9 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and hypoaesthesia ("hand numbness/numbness in feet"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), hot flush ("hot flashes"), hyperhidrosis ("hormonal changes sweating"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), vision blurred ("blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence"), menometrorrhagia ("menometrorrhagia") and back pain ("lower back pain"). The patient was treated with surgery (underwent salpingectomy), surgery (underwent salpingectomy and hysterectomy, surgery (removal of insert from omentum), surgery (underwent salpingectomy) and surgery (underwent novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, device expulsion, menorrhagia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, nausea, hot flush, hyperhidrosis, female sexual dysfunction, vision blurred, fatigue, weight increased, alopecia and back pain outcome was unknown and the genital haemorrhage, migraine, headache, hypoaesthesia, dysmenorrhoea, dyspareunia, urinary incontinence and menometrorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, menometrorrhagia, menorrhagia, migraine, nausea, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not allege that essure caused birth defects. Essure was inserted on (B)(6) 2012 and on (B)(6) 2012 a fresh new device was then deployed successfully into the left tube and 3 coils visualized. She had complications or problems that occurred at the time of essure placement procedure, on (B)(6) 2012, attempt to implant the left micro-insert was aborted due to questionable disposition of the right micro-insert after implant. Essure was removed on (B)(6) 2016, (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion/confirmation test pregnancy test - on an unknown date: negative. Findings: exam under anesthesia showed uterus to be normal in size with no adnexal masses. At laparoscopy normal uterus, fallopian tubes and ovaries. Essure could be seen and palpated in left fallopian tube. Essure could not be seen in right fallopian tube. Essure device not apparent anywhere else in pelvis. Normal endometrial cavity seen at time of hysteroscopy. No endometrial polyp seen recent hemoglobin was within normal limits. She had recent pelvic ultrasound that was within normal limits. Recent emb done for menorrhagia showed a portion of an endometrial polyp. She is being admitted for laparoscopic bilateral salpingectomy, she had recent pelvic ultrasound that was within normal limits. Recent emb done for menorrhagia showed a portion of an endometrial polyp. She is being admitted for laparoscopic bilateral salpingectomy. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and medical record received;reporters added and medically confirmed case. The event abnormal vaginal bleeding, urinary tract infection, bladder problem, urinary problems, migraines, headaches, migration of essure device, nausea, hand numbness/numbness in feet, dysmenorrhea, perforation (right micro-insert found on omentum, hot flashes, sweating, apareunia, dyspareunia, blurry vision, expulsion of essure device, fatigue, weight gain, weight loss, hair loss, urinary incontinence, menometrorrhagia, lower back pain added and event pain,abnormal bleeding,dysmenorrhea,migraines,headaches,dyspareunia,mixed urinary incontinence,menometrorrhagia,numbness in hands and feet outcome added as recovering. Concurrent condition,historical condition and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.